Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in the follow up-report.

Event description:
It was reported that on (B)(6), at approximately 05:08 am, the hospital was conducting an emergency generator load test. At the time of the test, the ventilator was connected to a neonate patient. Ac power was lost to the ventilator but the ventilator did not continue to function on battery power. When ac power was restored, the ventilator powered on again. There was no injury reported.

Manufacturer narrative:
The device log was made available and analyzed. The log analysis shows that the device generated a mains failure alarm and switched over to battery operation when mains supply was interrupted. It could be seen that the battery capacity decreased much faster than expected and the alarm messages ¿battery low¿ and ¿battery discharged¿ were already displayed after 2 minutes of battery operation. The battery depleted completely after approximately 3 minutes operating time. This battery was tested after the event with complete charge and discharge cycles and provided battery power for 30 to 40 min. Further investigation revealed that this battery has been installed 23 month ago and therefore had nearly reached the replacement period of 24 month. This battery experienced very few charge/discharge cycles and the decreased battery performance can be attributed to a so called ¿lazy battery effect¿, which can be seen on batteries which are very seldom in use. Nevertheless, the battery should have reached for 30 min during the event as measured thereafter and not only 3 minutes. It is likely that besides aging the battery was not charged. The battery has been replaced.

Event description:
Please see initial report.